Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii./IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii./IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.9 , g.2 , h.3 , h.4 , h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, crease fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.